Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient expired. The initial procedure reportedly went well with no complications. The site perioperative director stated the patient was in more pain post-operatively than normal and was advised to stay overnight for monitoring; however, the patient refused and went home. An intuitive surgical clinical representative was informed that the surgeon had used a cutdown method for initial entry to the abdomen [for port placement]. The patient returned to the hospital at an unspecified time and was re-admitted for a "hurt bowel". The patient was then transferred to another hospital and expired there on an unknown date. Attempts were made to speak with the surgeon and were unsuccessful. The perioperative director reported that the patient death had nothing to do with the da vinci system and products used, and stated that there would be no further information provided for this event.

Manufacturer narrative:
The specific procedure time for this procedure was not provided; therefore, no da vinci system or accessories log files, or device history records are available. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after a bowel injury during a cholecystectomy. The injury was not noted at the time of the initial surgery. How the injury occurred is not provided. The details of how they died and the remainder of their post operative course was not provided. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event. Section b2: patient date of death is unknown as returned "later" to the hospital, then transferred to another user facility where the patient expired.